Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation was successful and data was obtained until the atrial capture threshold test. Then, telemetry commands could no longer be sent or received. Re-interrogation was not possible. Return to standard and emergency vvi did not result in pacing, with or without magnet. Therefore, the device was replaced.